Event description:
Patient had a functioning scs with abbott until the battery approached end of life. Since end of life, patient had been experiencing increasing pain in left lower extremity. Patient reported the scs is malfunctioning and now having sciatic pain. The abbott ins was replaced with mdt ins. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).